Event description:
This rn was administering 2nd dose moderna covid vaccine to patient, this nurse checked to make sure safety glide needle was appropriately attached to syringe prior to administration. During administration a couple of drops of medication leaked out of the syringe at the site of needle attachment and dripped down the pt's arm. It appeared to this nurse that the majority of the vaccine was injected, it appeared to be a couple of small drops that leaked out.